Event description:
It was reported that this left ventricular (lv) lead daily trend measurements displayed high out of range (oor) pacing impedances while on bipolar configuration. At the time, the configuration was changed to unipolar to achieve acceptable measurements. A few months later the lv lead exhibited oor pacing impedances in unipolar and a steady increase in pacing threshold. A physician suspected the abnormal measurements were likely caused by a lead fracture. However, a chest x-ray was inconclusive. The lead was scheduled to be replaced during an upcoming changeout due to normal battery depletion. The lead remains in service and no adverse patient effects were reported.